Event description:
User reported false positive result. 3x negative rapid.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Manufacturer narrative:
Report required by FDA for eua. Device lot number 21110-002 was provided by user and correct investigation codes for reall affected devices were included in report.